Event description:
It was reported in (B)(6) 2013, the patient's implantable neurostimulator (ins) moved.

Event description:
Additional information received reported that around ¿(B)(6) 2012, the patient fell and landed on the implantable neurostimulator (ins) and it moved. It was noted that the patient fell several times on the ins due to medications that she was on and her depression. It was noted that the patient was overly medicated, which caused the falls.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).